Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.

Event description:
The customer reported that during a hysterectomy, an end tone was provided by the generator indicating a completed seal cycle, but the device did not complete the sealing process. The surgeon opened another device and completed the procedure with no further difficulties. There was no pt injury.